Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A copy of the medwatch report from FDA was received, which states, ¿ air bubbles passing through infusion pump and almost reaching patient." There was patient involvement but no harm. Additional information was provided by the customer that indicated they "were unaware that a certain amount of bubbles are allowable per the manual."